Manufacturer narrative:
Product ID: 3889-28, lot# va078ux, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had a loss or change of therapy as they can¿t seem to get their symptoms ¿regulated¿ and that the stimulation was not helping with their symptoms (not 50% or better). It was noted that the patient used to get good results for their symptoms but it the last year they haven¿t. The patient stated that when they were sitting then gets up ¿boom¿ they have to urinate and ¿can¿t make it in time¿ so they had to wear pad. It was also reported that the patient had lost some weight (25 pounds) in the last 6 months and could feel the battery through their skin. The patient reported that they had some issues communicating with the programmer to the ins as it would not always communicate. The patient was able to successfully connect during the report where it was determined the therapy was off. The patient remembered they had turned it off a couple of weeks ago because it was uncomfortable. The therapy was then turned back on and the patient stated ¿ow¿ because it was very uncomfortable at 2.4 volts. They were directed to turn the therapy off, decrease it to 0.0 volts, then turned back on and slowly increased to 1.0 volts where the patient stated the felt the stimulation comfortably. The patient mentioned that at one timethey were a ¿3 point something¿ and could not understand how it could change where they couldn¿t handle 2.4 volts. They had not had any program changes that may have affected the stimulation. The patient did not have a managing physician (theirs had retired) and was sent physician listings. There were no further complications reported or anticipated.

Event description:
It was reported that the patient was having trouble with their sciatic nerve. The pain was on the same side where the device was. The patient noticed that sometimes they could not find the implantable neurostimulator (ins). The patient's therapist also noticed that sometimes the ins was right at the surface and they could feel it and it was almost bulging out and other times they could hardly find it. The therapist asked the patient if they took it out because they couldn't find it. The patient lost and gained weight up and down. The therapist was wondering if the patient was having the sciatic nerve pain when the stimulator could be touching the sciatic nerve. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.